Event description:
A malfunction occurred. The customer¿s blood glucose level exceeded 500 mg/dl, indicating a high level. The customer awaited assistance to reset the pump and intended to resume normal insulin therapy post-reset. Technical support provided pump reset information, assisted in resetting the pump, and confirmed that the malfunction did not recur after reset. The customer was advised to continue using the pump and to contact support if the issue recurred.